Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kh5btcn exp date: 12/31/2021, MFR date: 07/01/2016. Batch# kl5gmmn exp. Date: 03/21/2022, MFR. Date: 10/01/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you confirm that the product code used was z1972g and lot kh5btcn? What is the patient age, gender, weight and bmi? What was the name of the procedure? What tissue was the suture used on during initial procedure? What was the condition of the tissue? How was the suture placed (interrupted or continuous)? What is the current condition of each patient? Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Answer: postoperative burst abdomen at five patients. How many sutures broke during the one procedure? Answer: not during procedure. What was used to complete the procedure? Answer: pds suture like complaint formula. In relation to needle, what is the approximate location of suture breakage? Answer: near middle. Did the patient require an additional procedure? Answer: yes, got a new closure of the abdominal wall. What was the date of the second procedure? Answer: 5 to 10 days after primary procedure. What was the indication for the second procedure? Answer: the burst abdominal wall. How is the patient today? Answer: patient recovered. The date of the initial procedure. Answer: (B)(6) 2016. Please confirm that initial procedure was an open-abdominal surgery. Answer: yes. The suturing and knotting techniques for the pds suture. Answer: small bites technique, as described in pure progress. Please describe the suture line failure mode that resulted in the ¿burst abdomen¿. Answer: in the midth of the incision line. What date post op did the patient presented with symptoms? Answer: 5 to 10 days after primary procedure. Was patient still in hospital? Answer: yes. Any triggering event for the ¿burst abdomen¿. Answer: one patient had a bad cough. Please describe how the wound was re-closed. Answer: sutured and mesh- augmentation in onlay technique.

Event description:
It was reported that the patient underwent an open abdominal surgery on (B)(6) 2016 and the suture was used with small bites technique. Five or ten days after the procedure, the patient experienced post-op burst of abdominal wall in the middle of the incision line and the suture was broken, possibly due to bad cough. The patient was re-sutured along with mesh- augmentation in on-lay technique. It was also reported that the patient was recovered. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/27/2017. Additional information was requested and the following was obtained: can you confirm that the product code used was z1972g and lot kh5btcn? The customer informed us accordingly. What is the patient age, gender, weight and bmi? Unknown. What was the name of the procedure? Several procedures with median laparotomy. What tissue was the suture used on during initial procedure? Abdominal. What was the condition of the tissue? Inconspicuous. How was the suture placed (interrupted or continuous)? Small bites continuous suturing technique, small bites. What is the current condition of each patient? All patients are well. Other procedures captured in system.